Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of tibial and femoral components at cement to implant interface. Patient showed signs of a loose femoral component. Competitor cement was used. Doi: (B)(6) 2018, dor: (B)(6) 2025, affected side: right knee.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: patient was revised due to loosening of tibial and femoral components at cement to implant interface. Patient showed signs of a loose femoral component. Competitor cement was used. The product was not returned to j&j medtech orthopaedics; however, x-rays and a photo was provided for review. See attachment (B)(4) x-ray flims ad (B)(6) 2025 (1), (B)(4) xray filsm (B)(6) 2025 (2), (B)(4). X-ray investigation revealed radiolucent gaps around the device, suggesting a lack of cement coverage, which may indicate improper fixation at the cement-implant interface. However, due to the poor quality of the x-ray, a definitive conclusion cannot be drawn. Photo investigation revealed a partial view of the device surface with no visible cement remnants, supporting the reported condition of loosening. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune fb tib base sz 5 cem would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown; therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. H11 additional narrative: added: a2 (age), d10 (concomitant).